Event description:
It was reported that the ipg triggered a lead integrity (lia) for high right ventricular (rv) lead impedance greater than 3000 ohms, but there was no high impedance measurements viable in the rv impedance trend. The values displayed for the rv channel are bipolar settings however, the lead is unipolar. The rv lead trends revealed normal rv impedance. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).